Event description:
Patient developed upper extremity swelling-near to line. Line developed leak-visible hole/tear. When nurse attempted to discontinue line, line stretched and broke-externally. Patient sent to interventional radiology to have line removed.